Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was worn and the piezos were contaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing duplicated the customer reported issue. The investigation determined the primary cause to be a faulty printed wire assembly (pwa) board. The pwa board, dso seal, and piezos were replaced.

Event description:
It was reported that there was an error code 45639-0004. There was no patient involvement. The product fault occurred during testing.